Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow-up, increased pacing impedance and increased capture thresholds resulting in a loss of capture were noted on the right ventricular (rv) lead. Technical support (ts) was contacted and it was suspected that the cause of the high impedance and loss of capture was calcification of the cardiac tissue at the distal tip of the rv lead. Ts recommended rv lead replacement, however, the replacement procedure has not yet been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.